Event description:
It was reported that during a lobectomy procedure, some staples did not form in the middle of the staple line. Sutures were used to fix the staple line. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.